Event description:
The incidents reportedly occurred during priming of the perfusion circuit, prior to any pt contact. Such incidents would most likely be detected during standard circuit priming, in which saline or priming solution is pumped through the perfusion circuit prior to initiation of bypass. Futhermore, the design of the valve is such that the ball of the valve, which seats below the location of the weld, would prevent ingress of air into the line in the event of a failure at the weld. As such, co does not believe that the alleged failure would be likely to cause or contribute to a death or serious injury. The complaint reports and the medwatch report indicate lot number 901863, which is not a valid lot number, but rather the identification number of the flow label on the valve. Without a valid lot number co is unable to review the manufacturing records for the lot involved. It should be noted that quest no longer manufactures this model, due to co's acquisition of a co that manufactures a similar but more cost-effective valve. It is co's position that the reported incidents appear to be limited in scope and do not constitute a safety concern. As such, a product recall does not appear to be an appropriate response to this report at this time.